Event description:
It was reported that ll vlv adpt(stand alone) had foreign matter spilled in the boxes. The following information was provided by the initial reporter: material no:2000e batch no: 20025396 it was reported that it looked like oil was spilled into the boxes and saturated sets of tubing affecting 6 cartons. Event description per email states: the following complaint was received today (B)(6) 2020 over the phone: material info: o catalog: 2000e o lot: unknown currently o 6 cartons affected; 100 sets/ carton; 600 sets total - samples: images and product available for evaluation - description of event: customer stated it looked like oil was spiled into the boxes and saturated sets of tubing affecting 6 cartons. - known dates of events: shipment rcvd monday (B)(6) 2020 - adverse event: n/a - requesting credit without replacement.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20025396 d.4. Medical device expiration date: 2/6/2023 h.4. Device manufacture date: 2/5/2020 d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/29/2020 h.6. Investigation: six hundred samples of the model 2000e were received for quality investigation. The customer complaint of foreign matter was visually verified as an oily substance that was soaked into the outer shipping box and internal shipping boxes. Further investigation did not verify that the oily substance penetrated the protective packaging of the actual product samples, however, there were samples with the packaging that could have been exposed to the oily sustance. No other defects or damage was identified through visual inspection. A device history record review for model 2000e lot number 20025396 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause could not be determined based on the foreign matter origination being unknown. The oily substance looks to have come in contact with the product packaging during shipping. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #20025396 regarding item #2000e.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that ll vlv adpt(stand alone) had foreign matter spilled in the boxes. The following information was provided by the initial reporter: material no:2000e, batch no: unknown. It was reported that it looked like oil was spilled into the boxes and saturated sets of tubing affecting 6 cartons. Event description per email states: the following complaint was received today 15-sep-2020 over the phone: material info: catalog: 2000e. Lot: unknown currently. 6 cartons affected; (B)(4) sets/ carton; (B)(4) sets total. Samples: images and product available for evaluation. Description of event: customer stated it looked like oil was spilled into the boxes and saturated sets of tubing affecting 6 cartons. Known dates of events: shipment rcvd monday 14-sep-2020. Adverse event: n/a. Requesting credit without replacement.